Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). S/w version 4.11e, retainer ring=black. Customer complained on (B)(6) 2022 the pump has a power anomaly and the time clock is slow. Complained the pump alarmed insulin flow blocked and has a sensor anomaly. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2022 20:53:14.000 in pump downloaded history. Pump was monitored. Pump was monitored and no slow time or time clock anomaly noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power anomalies noted during testing or in the pump trace download. Pump communicated and calibrated properly with test guardian link transmitter. No lost sensor alarm or calibration anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing. No unexpected insulin flow blocked alarms noted during testing and confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2022 20:53:14.000 in pump downloaded history. No time clock anomaly, power anomalies, lost sensor alarm or calibration anomalies noted during test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.